Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not "working as intended" as the bolus delivery calculations were incorrect. A healthcare provider had looked at the pump, but was not the one who changed the settings. There was no additional information provided.